Event description:
It was reported that a minimum fill notification occurred and the caller was unable to resolve the issue by reloading the existing cartridge. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support instructed the caller to remove the pump from its case and clean the pneumatic tap area. Eventually, the issue was resolved by guiding the caller through the process of filling and loading a new cartridge onto the pump, allowing them to resume insulin administration successfully.